Manufacturer narrative:
After further review of additional information received the following sections d10, g4, g7, h2, h3 and h6 have been updated accordingly. After the removal of stent from the packaging, the distal part of the stent of a precise pro 8mm x 30mm rx nitinol stent system had been released several segments before flushing and it could not be implanted. There was no reported patient injury. The product was returned for analysis. One non-sterile precise pro rx 8x30 stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received partially locked. Per visual analysis, a kink was observed on the body/shaft of the catheter approximately at 25 cm from the distal tip. Also, the stent was observed fully deployed from the unit and it was returned inside the bag. No other anomalies were observed. Per dimensional analysis, usable length of the unit could not be properly measured due to the kinked condition of the unit, as received. Per functional analysis, deployment test could not be performed since stent was already deployed from the unit, as received. A product history record (phr) review of lot 17868447 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - premature/during prep¿ was confirmed since the stent was observed already deployed from the unit, as received. Nevertheless, it is suggested that the unit was procedurally used since a kink was observed on body/shaft of the catheter. Per the observed condition of the unit, it could be suggested that procedural factors and/or handling process may have contributed to the kink observed on the body/shaft of the unit. However, the cause of the kink on the unit could not be conclusively determined. According to the instructions for use ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed¿. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17868447) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the removal of stent from the packaging, the distal part of the stent of 8x30 precise pro rx nitinol stent system have been released several segments before flushing and it could not be implanted. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly. After the removal of stent from the packaging, the distal part of the stent of 8x30 precise pro rx nitinol stent system had been released several segments before flushing and it could not be implanted. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17868447 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the limited information provided, the reported ¿stent delivery system (sds)- deployment difficulty - premature/during prep¿ could not be confirmed and the exact root cause could not be determined. Handling factors may have contributed to the reported event. According to the instructions for use, which are not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed¿. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. Corrected data: section d10: device available for evaluation